Event description:
It was reported during the replacement attempt that the patient's left ventricular (lv) lead was partially explanted. The procedure was to replace this lead with another due to low diaphragmatic stimulation threshold with the existing lead. Patient anatomy prevented the completion of the replacement and the intent is to replace this lv lead at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b ipg, implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6) 2003; 5076-45 lead, implanted: (B)(6) 2003; 8637-40 pump, implanted: (B)(6) 2013. (B)(4).